Event description:
The patient with disabling unstable angina after a non-q wave mi. Pt was brought to the lab for angiography and percutaneous intervention. They were not a surgical candidate. Angiography revealed several stenoses in the left coronary artery. After balloon angioplasty was performed a perforation was identified in their distal lad at the site of the intervention. The jomed 3.0 covered stent was deployed, covering the perforation. Unfortunately, the patient had already become severely ischemic and hypotensive. They expired in spite of the efforts to resuscitate pt. The stent worked properly and was not a factor in their death.